Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. On the day of the event onset, the patient was treated with meropenem intraperitoneal injection (250 mg, each bag, ongoing, frequency was not reported) for peritonitis. A day after event onset, the patient was treated with vancomycin intraperitoneal injection (1 g, each bag, ongoing, frequency was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported seven days after event onset, the pd catheter was removed. At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted